Event description:
New information noted the same message appeared again at a routine in-clinic interrogation. The diagnostics was cleared. The device will be continued to be monitored.

Event description:
It was reported that upon interrogation, the device exhibited a message stating -diagnostic data cleared as they were invalid-. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.